Event description:
It was reported via repair work order that both footend side rails were stuck in the lowest position due to the timing links being rusty and corroded with existing fluid intrusion. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.